Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent. Concomitant medical products. 4076-45 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the helix on the lead quit working during the implant procedure. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.